Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure there the device could not fire at the third stroke of the first firing with the gold cartridge. Part of the cut line and unformed staple line were deployed. Changed to another device and reload to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60 device was returned in good visual condition and with an ecr60b cartridge reload present. The returned reload was partially fired 1/2 consistent with an incomplete or interrupted cycle. In addition, the cartridge was found damaged and with the cartridge pan partially detached and bent at right side. Furthermore, several drivers were out of position. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle was found damaged and difficult to operate, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose or the returned cartridge damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).